Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and the sheath was noted to be contaminated when removing from the package. The sheath was replaced and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 00002832 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation on 27-jun-2025. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo, and the sheath was noted to be contaminated when removed from the package. The sheath was replaced and the case continued. No adverse patient consequence was reported. Device investigation details: a visual inspection of the returned device was performed following j&j procedures. The device was inspected, and no physical damage was observed. Customer inferred that the sterility was compromised in the field, however the package was not returned for analysis. Due to this condition, it was not possible to perform further investigation. A device history record review was performed for the finished device 00002832 number, and no internal actions related to the complaint were found during the review. The sterilization issue reported by the customer was not confirmed, due to the package not being returned for analysis. The potential cause of the issue cannot be established. The instructions for use (IFU) state the following in the sterilization and use-by date section: the catheter was packaged and sterilized for single use only. Do not use the sheath if the package is opened or damaged. The sheath was packaged and sterilized for single use only. Do not reuse, reprocess, or resterilize. Reuse, reprocessing, or resterilization may compromise the structural integrity of the device and/or lead to device failure that in turn may result in patient injury, illness, or death. Also, reprocessing or resterilization of single use devices may create a risk of contamination and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another, sepsis, and endocarditis. Contamination of the device may lead to injury, illness, or death of the patient. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).